Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6), 2012, at 6 am. She reported that her daughter tested her blood glucose and obtained glucose results of "46 and 146mg/dl" on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that she tests her glucose 11x/day and manages her diabetes with insulin (pump therapy) and due to the alleged she continued taking her usual dose of medication. She claimed that she tested her glucose for the last time at midnight and obtained a glucose result of "129 mg/dl" on the subject meter, while her dexcom cgm reported a glucose result of "high". The patient informed this mss, that she was not sure which result to believe and ate a sugar free pudding and went to bed. Her routine 2 am alarm went off, she reported waking up and wondering around confused and groggy and did not test herself. She claimed that sometime between 2 am and 6 am when her daughter found her, she had passed out, became sweaty and had been thrashing about in the bed. Once her daughter tested the patient's glucose with the subject meter and obtained the two discrepant results (mentioned earlier), at 6:00 am she attempted to feed the patient with glucose tabs, glucose gel and a coke. Since patient was unresponsive to her treatment, she called emergency medical services (ems) for help. The patient was told that ems arrived by 6:15 am and tested her glucose with their ems meter and obtained a glucose result of "20 mg/dl". In response to her symptoms and their lowglucose result, she was reportedly treated with IV glucose. She mentioned that when they tested her glucose again with their ems meter, she was at "500 mg/dl", so they took her to the emergency room. The patient reported that she was kept for a few hours and was discharged once her glucose level was at "200 mg/dl". She informed this mss that her doctor likes for her to keep her sugar levels elevated. The patient felt that since she failed to do her daily 2 am glucose test, like she was suppose to, her glucose was low and went even lower without treatment, which cause her to pass out. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. Although the patient was treated for severe hypoglycemia by a health care professional, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to obtaining the alleged inaccurate result. In addition, there is no evidence of delay in treatment as a result of the alleged issue. The treatment administered by the daughter correlated with the result previously obtained from the subject meter. However, this complaint is being reported because the alleged product issue remained unresolved

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.